Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before the voluntary recall of this device in 04/2000. The lens underwent a modified (buffered tumbling) process during its MFR. For those lenses there have been isolated reports of a biofilm developing.

Event description:
A surgeon has reported that a memory lens u940s iol implanted in the left eye of a female pt in 2000, has since opacified. Yag capsulotomy performed in 2002, with reported improved visual acuity at that time. Current visual acuity reported as 20/25-2, os at 2004, office visit. Prognosis is guarded with slow decline in vision. Next follow up scheduled for 2005. No further info is available at this time.